Event description:
Customer initially called to report high blood glucose levels. Customer mentioned that he was hospitalized due to low blood glucose levels after he had miscalculated for a bolus. Troubleshooting was performed and pump passed all required tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.